Event description:
Breast implant associated with breast abscess caused by mycobacterium xenopi. Left breast implant in 2009. In (B)(6) 2016, pt developed breast abscess requiring surgical removal of the implant, as well as debridement of abscess cavity. She is now being treated with 3-antibiotic regimen. Event abated after use stopped or dose reduced? Yes. Is the product compounded? No. Is the product over-the-counter? No.